Event description:
Event description guidant received information that this ipg (implantable pulse generator) exhibited ventricular oversensing of atrial output pulses, which resulted in inhibition of ventricular therapy.